Manufacturer narrative:
Additional information in b5. Investigation results: our quality engineer inspected the representative sample submitted for evaluation. Bd received one 20g x 1.16 inch insyte autoguard unit from reference number (B)(4) and lot number 3277682. A visual inspection did not discover any damage to the provided unit. A functional test was completed to test the retraction of the needle. The catheter hub was held while the barrel was rotated 360-degrees to loosen the catheter tubing from the needle. The catheter hub was re-seated, and the safety mechanism was activated by pressing button to retract the needle. The needle fully retracted within the shield. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Event date changed to unknown. Additional information. When the needle was retracted, did the needle retract per design (e.g. Did the needle fully retract into the handle)? Lot:3277682 no. Lot: 3220793 not used due to suspicious substance. Lot: 4004945 not use due to torn catheter. Lot:3248258 yes. It was reported that a 5mm piece of the catheter fragmented off. Was the piece retained within the patient or was it removed? Retained within the patient. Ir follow up to remove fb scheduled 03/20/24. Was an additional procedure or intervention needed to remove the foreign body? If so, please elaborate. Ir to perform fb removal with ab on 03/20/24. Was the course of treatment of the patient changed due the event? Yes, patient had to have numerous consults with ir was there a delay in treatment due to the event? If so, did the delay result in patient harm? Yes due to consults. Surgery was delayed. No harm to patient. Was there permanent impairment to body functions or permanent impairment to body structures? Not at this time.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.16in needle did not retract. The following information was provided by the initial reporter: comments on (B)(6) 2024 when the needle was retracted, did the needle retract per design (e.g. Did the needle fully retract into the handle)? No.